Event description:
A consumer reported an 11 year history of successful contact lens wear. Her optician recommended o2optix lenses in 2007. She wore them for about 2 months (8 lenses used for her right eye, 4 lenses for her left eye) when she had to stop wearing them due to discomfort in both eyes. Her optician recommended she try a new supply of lenses, however, as soon as she inserted them she felt severe pain and after an hour had to remove them. As the pain persisted she visited an ophthalmologist who prescribed treatment with cortisone for 15 days plus use of unspecified eye drops during one month of glasses wear. She has been instructed to return to the ophthalmologist two months later, for follow up examination and advise regarding resumption of contact lens wear. This case has been designated as the left eye event. Request has been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible iritis". As there was no product returned or lot number provided, no detailed infection set can be performed.